Event description:
An aneurx stent graft system was implanted into the patient for the endovascular treatment of an abdominal aorta aneurysm. It was reported that six years later an endurant stent graft system was implanted for the secondary treatment of a migrated aneurx stent graft. Vessel morphology at the time of implant is unknown. The physician stated that the patient presented at the ER with abdominal pain. A CT scan was done and according to the physician, the aneurx bifurcated stent graft continued to migrate distally, resulting in a type iii endoleak, separation and rupture of the aneurysm. The endurant cuff was exactly where it should be but the aneurx was in the middle of the aneurysm sac. The physician elected to partially convert the patient by explanting the aneurx bifurcated stent graft and sewed a conventional graft to the endurant aortic cuff and then sewed the distal end to the pieces of the limbs that were still in each of the patient¿s iliac arteries. Since this procedure, the patient's creatinine level has increased significantly from his aorta being clamped during the open operation, and is experiencing renal failure. The physician stated the event was related to the device. No additional clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4).